Event description:
Patient reported "I'm getting an explanation because they think I'm allergic. I'm having adverse reactions. I had a contour perforated mesh put in. There might be an infection from surgery complications. I was diagnosed with red breast syndrome. What is the blood type and sex of the cadavers/tissues used? The surgeon did some backdoor crap. She is not answering my questions. I'm having some breast issues. There's some scar tissue overgrowth. I've gone through a lot of surgeries. This has been going on for the last 2 years." This record is for right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of allergic reaction/hypersensitivity is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: allergic reaction/hypersensitivity.